Event description:
It was reported that during a breast biopsy, the tip sheared off into the patient's breast. The physician retrieved the plastic tip and collagen with the hemostat, deployed another marker and completed the case with no consequence to the patient.

Manufacturer narrative:
Date send: 08/27/2008. Information was not provided by the initial contact. Results/conclusions - tube sheared off. The analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.